Manufacturer narrative:
D10: (B)(6) - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6) - 200-02-38 - three peg patella 38mm; (B)(6) - 201-78-88 - 4" drill bit, mod. Hex 2-pk; (B)(6) - 204-24-11 - ps tibial inserts sz 4, 11mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00751. The reason for the revision reported was likely due to prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The reason for the reported loosening cannot be confirmed as the devices were not returned for evaluation. Possible causes for polyethylene wear include malalignment between the implants, inclusion of the polyethylene in the recall, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 99 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening. No further issues or complications were reported. No additional information is available.